Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty chiller pump. The arctic sun 5000 was evaluated upon receipt. During the evaluation it was found that (arctic sun 5000) 113 reduced water temperature control was present. The chiller pump replacement and functional check were performed. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. See the attached investigation closure memo for more information. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that alarm 113 occurred during use of arctic sun device. Per additional information received via mail on 30jul2025, the device will be sent to imi. The issue was not resolved yet. They asked imi to check about this. Per additional information received via mail on 04aug2025, they received the answer from imi. After alarm occurred, stopped to use the original and replaced it with another as to complete the therapy.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that alarm 113 occurred during use of arctic sun device.